Event description:
It was reported that the rigid optical laparoscope displayed a scope communication error b31. The event occurred during service and maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - address- (B)(6).